Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order.conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Evaluation: method - medical review. Results - visual inspection of the returned product found a small piece of one haptic torn off and missing. Lens was returned dry. There was evidence of clear surgical residue. Medical review: the surgeon noticed the lens to be upside-down immediately after implantation and decided to remove the icl. After removal of the implant, the patient's bcva is 20/20, the same as pre-operatively. While the lens is being injected into the anterior chamber, the surgeon must check for lens landmarks to ensure proper orientation. If this is not done, the lens may end-up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. Conclusions - based on the complaint history, lens work order search, medical review and the evaluation of the returned product, a probable root cause of this event has been determined to be user error while loading or injecting the lens in the anterior chamber. (B)(4).

Event description:
The reporter indicated the surgeon inserted an 12.6 vicmo12.6 implantable collamer lens in patient's right eye. The lens was inserted upside down and was removed. The icl was not exchanged for another lens.